Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device wasn't working and the patient could not feel any stimulation. There was a fall that could have been related to the issue. The patient fell ¿about a month ago¿ and hit her head on the kitchen floor. The patient lost stimulation on (B)(6) 2017. The patient ¿couldn't feel it as well¿ so she used her programmer to make adjustments. Therapy was not on. Therapy was turned on and the situation was resolved. The patient could feel stimulation and turned it up to 1.00 volts. There was a fall that could have been related to the issue. The patient fell ¿about a month ago¿ and hit her head on the kitchen floor. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the circumstances that led to the loss of stimulation on (B)(6) was because of they tried to increase stimulation. There were no further complications that have been reported as a result of this event.